Event description:
It was reported that a vascular stent had partially deployed in the sfa when a loud "pop" was heard and the trigger became non responsive. The stent and delivery stent were removed without difficulty and another stent was deployed to complete the procedure. No pt injury was reported.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device was returned for eval and the investigations is underway.